Event description:
Pt had r shoulder arthroscopy with bankhart repair and capsular shrinkages on (B)(6) 2001 second surgery on l shoulder on (B)(6) 2002. Pain care 2000 has been identified as being used in both surgeries. Alleges glenohumeral chondrolysis.